Event description:
It was reported that the patient did not know what was going on with his device. The battery was dead in his device but the patient didn¿t know if it was a recharger issue or a stimulator issue. The patient was confusing the coupling bars with the stimulator charge level. Recharger icons/function was reviewed. The patient went to use it the night prior and everything checked out, but nothing would come on. The patient was trying to charge it up the night prior as well. The patient stated he had 8 coupling bars at the time. The patient was not feeling stimulation. When the patient was asked to charge during the report, the normal charging screen was displayed. There was no lightning bolt to indicate stimulation was on. The screen then went to the ¿charge ins screen.¿ it was reviewed that he needed to charge. The patient stated the recharger showed that the patient charged fully last night. A session was started and there were 2 and then 4 coupling boxes. The battery was ¼ full. The patient was advised to sit and charge. The patient was directed to his physician. Of note, the patient had an upcoming appointment to discuss back surgery. It was further reported by the patients physician that there was no system issue. The recharging frequency matched the patient settings. The patient had been trained to recharge. The device was in cycling mode. The patient was able to charge normally and was receiving effective therapy. It was stated that the device had been moved to another site. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3487a-45, lot# j0417899v, implanted: 2004 (B)(6); product type lead product ID 3487a-45, lot# j0424741v, implanted: 2004 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708320, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).